Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer¿s blood glucose was unknown at the time of the incident. The customer states all of the buttons weren't sensitive. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.